Manufacturer narrative:
Cmpl (B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced feeling unwell when the cgm reading would have been low. When the patient performed a fingerstick her own blood glucose meter gave an error. The patient interpreted the error that the blood glucose reading must have been low but it was not known if the patient self-treated at that time. It is unknown how, but the patient went to the hospital, and when a fingerstick was taken at the hospital, the blood glucose reading was 519 mg/dl. No cgm reading was specified. At the hospital, the patient received treatment with insulin, but the route of the insulin treatment was not specified. The patient was at the hospital ¿for a couple of days¿, but no specific number of days was reported. At the time of the report the patient was stable. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.